Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the ipg was explanted and replaced. Effective therapy resumed following the procedure.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported following an unrelated surgical procedure, the patient was unable to establish communication between her ipg and external devices. It was noted electrocautery may have been used during the procedure. A company representative met with the patient and was also unable to establish communication with the patient's ipg and external devices after several attempts. As such, the patient will undergo surgical intervention to address the issue.